Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The facility¿s biomedical engineer (biomed) called in to report the problem. During the call, as noted in b5, the biomed requested the replacement part numbers for the main lamp and spare lamp. Tac provided the information, but also noted that the unit may have a deeper issue and recommended the unit be returned for investigation. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that both lamps on his olympus evis exera iii xenon light source were not functioning properly and requested the replacement part numbers. According to the initial reporter, the main lamp went out during an unspecified procedure, and the spare lamp was not activated. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.